Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 610 mg/dl; cause was not known. Customer delivered a bolus to address bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.